Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant, the right atrial (ra) lead had dislodged. During an attempted revision, the lead exhibited placement difficulties and was unable to be used. The lead was explanted and replaced with a competitor lead. No patient complications have been reported as a result of this event.